Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had eroded through the skin and they were suspecting an infection. The hcp planned to remove the pump right away and was considering treatment options for managing the pt. The pump contained baclofen. A f/u report will be sent if add'l info becomes available.